Event description:
It was reported that the patient present to the emergency room due to a fall. The patient's heart rate was in the thirties and the pulse generator was not pacing. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a broken weld on the ventricular tip feedthru wire which contributed to the reported anomaly.